Event description:
A malfunction alarm labeled malf 12 was reported, followed by assistance from technical support to reset the pump. There was no reported adverse impact on the customer's blood glucose level. However, the malfunction persisted after the reset, leading technical support to decide on a pump replacement. The customer was advised to use a backup insulin delivery method, multiple daily injections (mdi), and instructed on how to prepare the pump for return. The pump was confirmed to be under warranty, and a return shipping process was coordinated with the customer using a pre-paid label.